Event description:
The dentist reported that this screw fractured.

Manufacturer narrative:
The complaint investigator¿s visual inspection has confirmed that the screw has fractured; the head of the screw has been detached from the threads. Although a complete dimensional analysis cannot be performed due to the damage of the as returned product, visual comparison and review of the product's complaint history did not provide any indication of a manufacturing defect that would contribute to this event. No lot or order number was provided. A definitive root cause has not been determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.